Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a cgm signal loss lasting about 30 minutes during breakfast, resulting in a blood glucose (bg) reading of 326 mg/dl. The user administered corrections, and bg returned to range later that day. The user was not hospitalized, and no long-term health effects were reported.